Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During follow-up, undersensing and asystole were observed on the device. Diagnostic imaging was performed and revealed externalized conductors on the right ventricular (rv) lead. Due to patient anatomy, a new lead could not be implanted, so during lead revision a previously inactivated lead was reactivated to provide low voltage therapy. The device was reprogrammed so the rv lead only provided defibrillation therapy. The patient was stable following the procedure and there were no adverse consequences.